Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> examination of the returned device confirmed the reported event. The device was found to be cracked. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The complaint sample consisted of (1) 254500691 attune shim sz9 5mm. Examination of the returned device confirmed the reported event. The device was found to be cracked. Small fissure cracks initiating around the metal insert of the trial were observed. A preliminary risk assessment ((B)(4)) was initiated in march 2015 to investigate if the risk of infection was increased if a shim with a crack was used during surgery. Microbiological trials conducted as part of the pra found that the risk of infection from a crack (when used across surgeries) is remote. The attune shim returned is of a three piece construction: two steel bushings press fit into a plastic radel base. This is now known to leave residual stresses in the plastic portion of the component, leading to cracks in some cases. A design change under (B)(4) was completed in jan 2016 which removed the steel bushings from the design, making it a one piece construction. As this device was of the old design, and there were no reported harms, no further work is required. Continue to monitor via (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null device history batch ==> null device history review ==> null.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken attune shims reported by cssd staff. Did the patient experience a post-op device malfunction? -unknown, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown, did the patient require revision surgery or hardware removal? - unknown, patient status/ outcome / consequences - unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: - unknown, is the patient part of a clinical study - unknown, ip-00860129. Device property of -none, device in possession of - none, ip-00860130. Device property of - none, device in possession of - none, ip-00860131. Device property of - none, device in possession of - none, ip-00860132. Device property of - none, device in possession of - none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.- true.

Manufacturer narrative:
Product complaint # (B)(4). 1818910-2020-09834 is being retracted since event was redetermined as not reportable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received confirmed that the devices did not break. Only a small crack was found on each devices.